Event description:
It was reported that the hospital user stated that purewick female external catheter did not stay in place and could not soak up their urine fast enough. The nurses did not think they were going potty because there was not a lot in the collection container. The reason was the suction was poor. Also, very noisy when soaking up urine. Also, patient was not allowed to use it once their period started early from the stress of surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital user stated that purewick female external catheter did not stay in place and couldn¿t soak up their urine fast enough. The nurses didn¿t think they were going potty because there was not a lot in the collection container. The reason was the suction was poor. Also, very noisy when soaking up urine. Also, patient was not allowed to use it once their period started early from the stress of surgery.